Manufacturer narrative:
Per the operating room (o/r) director, he informed the field service rep (fsr) that he knew that the perfusion system was moved (unplugged from a/c outlet) without turning it off at the circuit breaker, thereby draining the batteries. The fsr verified the reported complaint. The battery voltage was 16.4 volts direct current (vdc) and the red light emitting diode (led) was flashing. The fsr replaced the batteries and performed corrective maintenance/inspection successfully. The system operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system batteries were completely dead on the battery backup. A battery error message was observed. The device was not changed out, as the perfusionist (ccp) used the system knowing that the battery backup would not be available if needed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the ccp arrived for a procedure and noticed the sarns 8000 was not plugged into alternating current (a/c) and the main power switch was in the 'on' position. This likely had been in this condition over night and the battery power was fully depleted. The ccp checked the battery life by switching off the main power and plugging the power cord into an a/c outlet. The main power switch was turned on and the power cord was removed from a/c and the 8000 lost all function except for the medtronic biomedicus 560 centrifugal system that had an internal battery back-up system. Since the biomedicus arterial pump had near full battery life, the ccp elected to use the 8000 for the procedure. There was no loss of a/c power during the procedure and the 8000 functioned without issue. After the procedure, the hospital contacted the field service rep and new batteries were installed and checked for functionality. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.